Event description:
It was reported that on (B)(6) 2025 around 3 am, the alaris device had incorrectly dispensed a medication. Patient was started on one liter of sodium bicarbonate drip at set rate of 50ml/hr at 3am. Around 4:35am it was noted that the bag had about 300-400ml remaining. There was patient involvement, but unknown impact. Although requested, further information was not provided.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# 16702377 is a concomitant and this file has captured the correct suspect device with serial number# 16665862 as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device manufacture date. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incorrect medication dispensation was confirmed through a review of the device logs and was determined to be due to a use error. The infusion rate was reported to be 50ml/h; however, the log review confirmed that the suspect device was programmed with a dose of 50meq/h, which resulted in a rate of 666.67ml/h, and was allowed to infuse for 1 hour and 22 minutes. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. On (B)(6) 2025 at 2:54 am the pcu event log showed the pcu, and the suspect pump module was assigned to channel b. The user selected ¿yes¿ to ¿new patient.¿ the profile in use was identified as ¿critical care¿. At 2:55 am the unit was selected, the user programmed a ¿guardrails drugs¿ infusion of sodium bicarbonate 75meq/1000ml (drugid 236), with a vtbi of 900ml and a dose of 50meq/h, resulting in an infusion rate of 666.67ml/hr. The user selected ¿yes¿ in response to the dose limit exceeded warning. At 4:17 am the infusion was completed, subsequently, the unit was selected and the user changed the rate = 50 ml/hr and a vtbi = 300 ml, then the infusion was started. Three (3) minutes later the unit was channeled off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. There was patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices were disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported incorrect medication dispensation was observed to be due to a use error. The infusion rate was reported to be 50ml/h. However, the log review confirmed that the suspect device was programmed with a dose of 50meq/h, which resulted in a rate of 666.67ml/h, and was allowed to infuse for 1 hour and 22 minutes. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a0401, a1801, c07, c0503, c0601, d15, d08, g02017, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on 7/3/2025 around 3 am, the alaris device had incorrectly dispensed a medication. Patient was started on one liter of sodium bicarbonate drip at set rate of 50ml/hr at 3am. Around 4:35am it was noted that the bag had about 300-400ml remaining. There was patient involvement, but unknown impact. Although requested, further information was not provided.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.